Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump wasn't delivering insulin for three days. Customer's blood glucose was unknown. Troubleshooting was performed and customer mentioned in may he had seizures due to low blood glucose. Customer stated the low wasn't due to the insulin pump because the device stopped delivering insulin. The device is not returning for analysis.